Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to an infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side infection which she had removed, cleaned, and re-implanted. Patient additionally reported reoccurrence of the infection and the left side is "two inches higher than the other side". Manufacturer of the device is unknown. It is unknown if the device was re-implanted again or explanted.